Event description:
Our rep is reporting to us that during an arthroscopic acl repair, the surgeon noted that the patient also had a torn meniscus. The surgeon chose to repair the damage with the use of omnispan for fastening, while the surgeon was in the process of deploying the fastener, the applier jammed on the "red" trigger and failed to deploy the 2nd of the two fastener device. At this point, the surgeon chose to abandon the meniscal repair; however, the acl portion of the procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. We cannot tell anything from this; we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.